Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that patient has pain with the scs system. As a result, patient is considering their scs system explanted. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Corrected data : describe event or problem: reference MFR.report # was unintendedly omitted from the initial report. This report consists of the missing information.

Event description:
Device 1 of 2, reference MFR. Report # 1627487-2017-06605.